Event description:
The customer reported non-reproducible troponin I (access accutni+3) and creatine kinase-mb (ck-mb) results, for two patients, involving the unicel dxc 600i synchron access clinical system. This report is one of two referencing the patient on the event date noted. The customer stated the non-reproducible results were released out of the laboratory. As a result, the patient was admitted to the hospital and given cardiac medication. It is unknown if any other treatment was given to the patient. There has been no report of current patient outcome to date. Subsequent testing of the patient's samples, on the same analyzer, generally produced lower results, within the normal reference range. The patient's samples were collected in 4 ml lithium heparin plasma tubes and centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at room temperature. All samples were loaded through the closed tube aliquoter (cta) in the primary tube. The customer indicated controls were within range prior to the event and level 1 control was elevated following the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered some dried wash buffer on mixer pulley #3 and proactively replaced the pulley. The fse also proactively replaced the aspirate probes and associated peristaltic pump tubing, precision pump belt, and the main pipettor tip. The fse verified the transducer voltages and temperature; no issues were noted. The fse cleaned the wash carousel and performed high sensitivity system check and precision testing for both assays; all test results passed within assay and instrument specifications. The fse verified all testing passed within the published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information. This medwatch report is related to MDR 2122870-2014-00580.